Event description:
A nurse reported that the cassette leaked air into the patient's eye during cataract with intraocular lens implant procedures involving an unknown number of patients. There was no harm to the patients. No further information is expected for this event.

Manufacturer narrative:
The investigation is in progress. A sample is not expected to be returned. A root cause has not been identified. (B)(4).